Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner disassociated from cup due to femoral fracture. Doi: unknown, dor: (B)(6) 2021, affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided. 12/30/2021: the follow-up medwatch was initially submitted to FDA 12/30/2021: the report failed, due to following data error. Error: duplicate report is found for this supplement report 12/31/2021: ticket was raised to investigate with FDA the reason for duplicate failure as a duplicate could not be found for the report. 1/28/2022: FDA requested that the report be resubmitted to determine if the same error would reoccur.